Event description:
It was reported that the patient condition was deteriorated suddenly and lead to death after the doctor injected an intramedullary cement, which was made by stryker (name: simplex).